Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that the table top illuminator lamp did not work before a surgical procedure. Additional information has been requested.

Manufacturer narrative:
The customer reported that the table top illuminator lamp was not turning on, in the system. The company service representative examined the system and was able to confirm the reported event, verifying system message (sm) - [failure to turn lamp on: lamp needs to be replaced.] In the event log. The xenon lamp was replaced. The system was then tested and met all product specifications. The system was manufactured on december 8, 2010. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause can be attributed to the nonconforming xenon lamp. The manufacturer internal reference number is: (B)(4).